Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that neonate on therapy and they had issues reaching targeted temperature 33.5c. Patient temperature did get to 33.1c, but seems to be cooling now with patient temperature 32.4c and water temperature 32c. While on the phone device alerted 113 (reduced water temperature control). Flow rate (fr) was 0.5l/m, inlet pressure (ip) was -7.1, circulation pump command (cpc) was 74 percentage, system hours were 1494, pump hours were 1409.9. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. Discussed dc/rc the pads and checking for bends and kinks in the tubing. Flow rate fluctuating between 0.6l/m to 1.0l/m and water temperature was at 35c. Informed inquirer the flow rate needs to remain at 1lpm. They may need to replace this pad or add an additional pad to increase flow rate to 1lpm.

Event description:
It was reported that neonate on therapy and they had issues reaching targeted temperature 33.5c. Patient temperature did get to 33.1c, but seems to be cooling now with patient temperature 32.4c and water temperature 32c. While on the phone device alerted 113 (reduced water temperature control). Flow rate (fr) was 0.5l/m, inlet pressure (ip) was -7.1, circulation pump command (cpc) was 74 percentage, system hours were 1494, pump hours were 1409.9. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. Discussed dc/rc the pads and checking for bends and kinks in the tubing. Flow rate fluctuating between 0.6l/m to 1.0l/m and water temperature was at 35c. Informed inquirer the flow rate needs to remain at 1lpm. They may need to replace this pad or add an additional pad to increase flow rate to 1lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.